Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that, during an implant attempt, the right ventricular lead required too many turns to deploy the helix and the lead had high impedance and no capture. The lead was not implanted. No patient complications have been reported as a result of this event.